Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. System check was being performed by tandee m technical support, and the customer was unable to complete the check. Reportedly, thcustomer changed the necessary supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.